Event description:
Information was received indicating that a smiths cadd® extension set leaked from the filter. The extension set was replaced to resume therapy. There was no reported injury to the patient.